Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed alarm occurred during bolus delivery. The customer¿s blood glucose was 124 mg/dl. Customer stated that insulin pump error alarm not occurred after a battery change. The insulin pump will not be returned for analysis.